Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter; returned test strips produced high readings on level 55 and 75. R&d final root cause investigation has been completed the root cause that cause high blood glucose readings is due to returned strips was observed signs that had been exposed to high heat environment for a prolonged of time.

Event description:
Customer complains of high results. Customer states that feels well and requires no medical attention. The customer's expected blood result is 130-140mg/dl fasting. Verified the strips expire 1/20/2018. Customer confirms the strips have been properly stored and were first opened (B)(6) 2016. Customer performed a back to back blood test and obtained 173mg/dl and 186mg/dl fasting. Reviewed meter memory: (B)(6). Customers concerned with 279mg/dl on (B)(6) 2016 8:34:00 am. Customer called concerned that her meter was reading her sugar levels too high. She confirmed she was asymptomatic. No medical intervention was needed at the time of the call or at the time of the reading in question.